Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("unintended pregnancy"), haemorrhagic anaemia ("heavy bleeding causing anemia"), placenta praevia ("placenta previa") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient (gravida 7, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included glucose tolerance abnormal. Concomitant products included ibuprofen (motrin) and iron. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), photophobia ("sensitive to light") and impaired work ability ("I couldn't function"). On an unknown date, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant), placenta praevia (seriousness criterion medically significant), pain ("pain"), menorrhagia ("unbearable menstural cycles/heavy bleeding"), premature labour ("preterm labour") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral partial salpingectomy). Essure was removed on 5-jan-2012. At the time of the report, the pelvic pain and headache was resolving, the pregnancy with contraceptive device, placenta praevia, pain, migraine, dysmenorrhoea, menorrhagia and premature labour outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on 18-nov-2009. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, haemorrhagic anaemia, headache, impaired work ability, menorrhagia, migraine, pain, pelvic pain, photophobia, placenta praevia, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: one coil on the right visible. Four coils on the left visible. Per summons, essure was removed on (B)(6) 2012 per pfs, she was currently planning for essure removal. The plaintiff experienced two previous pregnancy episodes with essure in (B)(6) 2009 and nov-2011 captured under the (B)(6) and 2018-094019 respectively diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-jul-2008: -total bilateral occlusion on (B)(6) 2009, transabdominal and transvaginal ultrasound images of the pelvis were performed and supplemented by color doppler imaging. Impression a single, live, 6+ week, intrauterine gestation is noted. The right ovary appears sonographically normal. Two simple cystic structures are noted on the left ovary; one with peripheral blood flow measuring 16.1x15.4x16.0mm which most likely represents the corpus meum and one measuring 16.3x16.3x13.6mm. A hypoechoic area measuring 9.2x4.ax6.3rnm is noted at the right lateral aspect of the gestational sac which most likely represents a perigestational sac bleed. A small amount of free fluid is noted in the posterior cui de sac. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events cramping, I couldn't function, sensitive to light were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("unintended pregnancy"), haemorrhagic anaemia ("heavy bleeding causing anemia"), placenta praevia ("placenta previa") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient (gravida 7, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included glucose tolerance abnormal. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), placenta praevia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pain ("pain"), menorrhagia ("unbearable menstural cycles/heavy bleeding") and premature labour ("preterm labour"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pregnancy with contraceptive device, placenta praevia, genital haemorrhage, pain, migraine, headache, dysmenorrhoea, menorrhagia and premature labour outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2009. The reporter considered dysmenorrhoea, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, pain, pelvic pain, placenta praevia, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: one coil on the right visible. Four coils on the left visible. Per summons, essure was removed on (B)(6) 2012. Per pfs, she was currently planning for essure removal. The plaintiff experienced two previous pregnancy episodes with essure in (B)(6) 2009 and (B)(6) 2011 captured under the case (B)(4) and (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: -total bilateral occlusion. On (B)(6) 2009, transabdominal and transvaginal ultrasound images of the pelvis were performed and supplemented by color doppler imaging. Impression a single, live, 6+ week, intrauterine gestation is noted. The right ovary appears sonographically normal. Two simple cystic structures are noted on the left ovary; one with peripheral blood flow measuring 16.1x15.4x16.0mm which most likely represents the corpus meum and one measuring 16.3x16.3x13.6mm. A hypoechoic area measuring 9.2x4.ax6.3rnm is noted at the right lateral aspect of the gestational sac which most likely represents a perigestational sac bleed. A small amount of free fluid is noted in the posterior cui de sac. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and mr received. Events placenta previa, heavy bleeding causing anemia, pre-term labor, migraines / headaches were added from pfs, pregnancy outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), premature labour ("preterm labour"), pregnancy with contraceptive device ("unintended pregnancy"), haemorrhagic anaemia ("heavy bleeding causing anemia"), placenta praevia ("placenta previa") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient (gravida 7, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included glucose tolerance abnormal. Concomitant products included ibuprofen (motrin) and iron. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), photophobia ("sensitive to light") and impaired work ability ("I couldn't function"). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), placenta praevia (seriousness criterion medically significant), pain ("pain"), menorrhagia ("unbearable menstural cycles/heavy bleeding") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral partial salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain and headache was resolving, the premature labour, pregnancy with contraceptive device, placenta praevia, pain, migraine, dysmenorrhoea, menorrhagia, photophobia and impaired work ability outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6)2009. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, haemorrhagic anaemia, headache, impaired work ability, menorrhagia, migraine, pain, pelvic pain, photophobia, placenta praevia, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: one coil on the right visible. Four coils on the left visible. Per summons, essure was removed on (B)(6)2012 per pfs, she was currently planning for essure removal. The plaintiff experienced two previous pregnancy episodes with essure in (B)(6)2009 and (B)(6)2011 captured under the case (B)(4) and (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: -total bilateral occlusion on (B)(6)2009, transabdominal and transvaginal ultrasound images of the pelvis were performed and supplemented by color doppler imaging. Impression a single, live, 6+ week, intrauterine gestation is noted. The right ovary appears sonographically normal. Two simple cystic structures are noted on the left ovary; one with peripheral blood flow measuring 16.1x15.4x16.0mm which most likely represents the corpus meum and one measuring 16.3x16.3x13.6mm. A hypoechoic area measuring 9.2x4.ax6.3rnm is noted at the right lateral aspect of the gestational sac which most likely represents a perigestational sac bleed. A small amount of free fluid is noted in the posterior cui de sac. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage and pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.